Event description:
The physician achieved arteriotomy closure with the closer 6 fr. Device. It was reported that approximately two weeks after the procedure, the patient returned to the hospital with an infection. Surgery was performed to repair the femoral artery. The patient was reported to be still hospitalized at this time but, "doing fine".